Event description:
Initial reporter states husband's toothbrush head broke during use. This is reported as a malfunction with the potential to cause serious injury. No injury was reported. This was identified during our retrospective review to identify malfunctions with the potential to cause serious injury.

Manufacturer narrative:
Product components are manufactured at the following contract manufacturing locations. Since the consumer has not returned the product to date, we are unable to determine which exact product was used and at which location the particular product was manufactured. (B)(4). Device not returned to manufacturer.